Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2001 and (B)(6) 2002 and mesh was implanted each time into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedures concurrently with hysterectomy, correction of cystocele and rectocele on (B)(6) 2001 due to sui and a new mesh was implanted into the patient. It was reported that the patient underwent gynecological procedures on (B)(6) 2002 due to sui and exposed mesh and a new mesh was implanted into the patient. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent excision of exposed mesh on (B)(6) 2007.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 11/20/2017.